Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted on (B)(6) 2025. According to the patient, on (B)(6) 2025, they were hospitalized due to diabetic ketoacidosis. During hospitalization, the patient discovered their cgm was showing inaccurate from their bg values. The cgm read 168 mg/dl while their bg was 222 mg/dl. The patient stated that they did not check their dexcom readings before arriving at the hospital. The patient declined to provide any further information. There was no documentation of further medical evaluation or intervention. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.